Event description:
On (B)(6) 2013, the patient was in for a pump refill and the healthcare provider (hcp) was unable to access the reservoir septum; there was difficulty accessing the center port. The appropriate kit and needles were used. Upon insertion, only metal was felt. The template was used. The patient went back to the clinic on the report date, with a manufacturer representative present for the refill. The reporter did not think the pump was flipped, but they would be using an x-ray for guidance. The reporter did think the pump may have been a little deep and tilted. It was noted that the patient lost weight. Approximately 8 months prior to this report, at another refill, the hcp had difficulty accessing the pump reservoir, but it was successful eventually. It was noted that the pump reservoir was at least 2ml. Follow-up information indicated that anterior-posterior (ap) and lateral view x-rays were done. They had trouble getting a good picture with the ap view due to the fact that the patient had a lot of hardware in his back, but they thought that the catheter connector was coming off the right side of the catheter access port (cap), indicating that the pump was not flipped. They did a lateral view of the x-ray and the darker part of the pump was on top, confirming that the pump was not flipped. Additional follow-up information indicated that the pump was oriented correctly. The hcp tried to aspirate fluid from the pump, but was not able to. The physician programmer read that there should have been 1.2ml in the pump at that time. The hcp rotated/manipulated the needle and then was able to aspirate the contents of the reservoir. The hcp aspirated over 1ml and then got bubbles. The hcp then injected 5ml of normal saline and was able to pull it back. This was repeated 2 more times and everything was able to be aspirated. During the fill, the hcp aspirated every 5ml they pushed in to verify they were in the refill port. The device system was used to deliver morphine. It was later reported that nothing had been explanted. The physician was able to do the pump refill and the patient was kept on his current simple continuous dose. Additional information was requested but was not available at the time of this report.

Manufacturer narrative:
Product ID 8709sc, serial# (B)(4), implanted: 2012 (B)(6); product type catheter product ID 8709sc, serial# (B)(4), implanted: 2012 (B)(6); product type catheter (B)(6).